Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The aspira catheter was removed and the cuff came off into the subcutaneous. The cuff was removed surgically in 2007 and the patient is doing fine.